Event description:
The hcp reported the patient presented in 06/2002 with sings of an infection of the device pocket. These included fever, redness, swelling, drainage, pain, and incisional wound opening. It is unknown if a culture was done. The patient was treated with both IV and oral antibiotics and total device system explant. The patient outcome was reported as "unknown" by the hcp. The patient had risk factors of diabetes and cancer.